Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the display drops and the keyboard connector on the main processor unit (mpu) board was out of specification.

Event description:
It was reported the programmer will not identify devices at times, and the screen will not remain in position. No patient complications were reported as a result of this event.